Event description:
It was reported that there was a fowler tilt over range error. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Fowler tilt angle sensor.